Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D9 - only the complaint inner packaging was returned for evaluation. No implants or outer packaging was received for review. The inner packaging was received on july 17, 2023. Visual evaluation of the returned packaging identified that the inner sterile pouches were broken into multiple pieces; however, sterility was not breached. The device history records were reviewed and no discrepancies were identified. The condition of the device when it left zimmer biomet was considered conforming to specification. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a knee arthroplasty that when the sterile packaging was opened for the femoral pegs, the inner sterile bags were identified to be torn. Another package of femoral pegs was opened. However, the second set of inner sterile bags were also identified to be torn. As no additional femoral pegs were available, the second set was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral pegs set of 2 catalog #: 183099 lot #: 443050. Report source - foreign: event occurred in japan. The complainant has indicated that the packaging is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient. Please see all reports associated with this event: 0001825034-2023-01225.